Event description:
Patient taking coumadin, asa and antibiotics as ordered. One subtherapeutic inr of 1.9 on (B)(6). Pt's target inr range 2-3. Pt's normal ldh range 200s. Noted thrombus complication on (B)(6)2016. Patient admitted on (B)(6)2017 with complaints of increased flows, shortness of breath and o2 requirements. Ldh unreadable, pfh 2150. Heparin started. On (B)(6) ldh 1986. CT verified thrombus or pannus along the aortic valve. Clinically, pt with pump thrombus as indicated by increased flows and hemolysis. Tpa given. Thrombus resolved.